Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Cracked case at display window corners and minor scratched display window noted.

Event description:
Customer reports that the insulin pump has a button error and is not responding. Customer's blood glucose level is 180 mg/dl and does not recall any event leading to the malfunction, but states he has been having issues for a month. Customer was advised that the insulin pump will need to be replaced and to discontinue use of the pump. No further information was provided.